Manufacturer narrative:
Concomitant medical products: cook, qid-1, quantum inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved determined that there was a crack in the catheter. The pre-loaded wire guide was not included in the return of the device. A functional test could not be performed due to the condition of the returned device. A visual examination of the catheter showed a crack at approximately 18.3 cm from the distal end. A kink was also observed in the catheter at approximately 10.3 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter can occur if the device experiences excessive pressure during general handling. The instructions for use direct the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a duodenal stenosis dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The device was advanced in place and pressurized by a qid-1 (quantum inflation device), but the balloon could not be inflated. They withdrew the device and found out the balloon leaked. There was no reportable information at this time. The device was evaluated on 04/25/2018. It was found to have a crack in the catheter.